Event description:
It was reported that the customer had a button error alarm and an excessive no delivery alarm on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to moisture damage on the keypad traces. Unable to test the error alarm due to the unresponsive buttons. The device had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.